Event description:
It was reported that no wireless telemetry was available when interrogating the device prior to use. The device was never implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Attempted to interrogate device wirelessly on a couple of programmers and was unsuccessful. Analysis confirmed the no tel-c condition and isolated the failure to the rfm¿s nreset signal path via signal isolation and repeatable failing I-v sweeps. The failure mechanism within the module was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.